Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of imagery provided confirmed a sheath liner delamination. Patient imagery showed tortuosity present in the patient's left access vessel and calcification in the left access vessel and abdominal aorta. In this case, liner delamination was confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that the ''balloon burst during valve deployment. The valve was successfully deployed. The balloon was able to be pulled into sheath''. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 20mm sapien 3 ultra resilia valve, the 20mm commander delivery system balloon burst during valve deployment. The valve was successfully deployed. The balloon was able to be pulled into sheath. The sheath and balloon were removed as a unit. Per engineering evaluation of a photo provided the sheath liner was delaminated.